Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage and all gel was deployed during the event. Evaluation evidence indicates wcd detected a shockable rhythm inappropriate to its indication for use.

Event description:
Patient received a therapeutic shock while wearing the wcd in hospital following an unrelated surgery. Spouse reported the patient was lightly sedated and restrained while on a ventilator and unable to divert the shock. Spouse reported that nurses were independently aware of patient's high heart rate over an extended period of time but would not have shocked the patient. Customer care advised the patient's spouse that the wcd is not intended for in-hospital use and advised the spouse speak to patient's healthcare provider about removing the system.